Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device alarmed motor error during basic occlusion test and unable to prime during prime test due to moisture damage on force sensor resistor. Corroded motor assembly and electronic assembly noted during visual inspection. Unable to complete functional test due to compromised force sensor system alarm. Device received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the device was exposed to moisture. Customer's blood glucose was 130 mg/dl. There was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.